Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2, reference MFR report: 3008829311-2017-00907. It was reported the patient experienced ineffective stimulation. X-rays were taken and indicated the lead at the l4 vertebral level had migrated. Reprogramming was initially able to provide coverage. However, the patient later opted to undergo surgical intervention. Surgical intervention was undertaken and the l4 lead was removed and a lead implanted at another vertebral level reportedly, the patient was receiving effective therapy postoperatively. The patient had 2 leads implanted at the l4 vertebral level. It is unknown which lead was removed; therefore =both devices are being reported.